Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, a patient underwent an endovascular procedure for treatment of outflow stenosis of a graft (the graft manufacturer and type is unknown) utilizing a gore® viabahn® endoprosthesis (viabahn device) in an unknown location. During the procedure, the delivery catheter was advanced using a 10f sheath over a benston guidewire. It was reported there was no noticeable resistance during advancement. However, upon attempted deployment, the endoprosthesis would not deploy as intended. Specifically, when the delivery catheter was placed and turned, it assumed a u-shaped configuration rather than maintaining a straight profile, resulting in two points of tension. Due to excessive tension, the device could not be released, and deployment stopped. It was reported the deployment line did not progress to the turnaround point. The delivery catheter was subsequently withdrawn without resistance and was reported to be intact, with no distal expansion or breakage observed. The procedure was aborted, and no additional viabahn device was used at that time. The patient returned the following day for further management.